Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physician on (B)(6) 2013 noted that there was no problem with the sling, however, there was some retention post procedure that was quickly resolved. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.